Event description:
It was reported that this right ventricular (rv) lead was suspected of a lead fracture due to exhibited high out of range pacing impedance and high pacing threshold measurements. The daily threshold and impedance measurements trend report was reviewed and confirmed a recent increase in the rv pacing impedance and thresholds. No noise was observed on the presenting electrogram (egm). The physician plans on scheduling a revision procedure. At this time, no adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received that reported a lead revision was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a lead fracture due to exhibited high out of range pacing impedance and high pacing threshold measurements. The daily threshold and impedance measurements trend report was reviewed and confirmed a recent increase in the rv pacing impedance and thresholds. No noise was observed on the presenting electrogram (egm). The physician plans on scheduling a revision procedure. At this time, no adverse patient effects were reported. This rv lead remains in service.